Event description:
The home patient (hp) contacted baxter's service center regarding the home choice pro (hcp) making a loud buzzing sound and alarming refilling the heater, which occurred on the hcp after use. The hp stated they tried to clear the alarm and the alarm would not clear. The hp stated he could not contact baxter because it would have woken his wife up, so he turned the hcp off. The technical service representative (tsr) asked the hp if the hcp alarmed check supply line, or check lines and bags. The hp stated the hcp just showed refilling heater. The hp stated he just turned the hcp off. The tsr asked the hp to turn the hcp on. The hp stated the last ultrafiltration (uf) was equal to -179ml. The hp stated he did a manual drain and drained 4500ml. The hcp went to "press go to start." The tsr reviewed the alarm log. On (B)(6) 2012, at 6:18, there was a check supply line alarm. The tsr asked the hp if all the bags were empty. The hp stated no. The hp stated two bags were empty and one still had some solution in it. The tsr explained what could cause the check supply line/refilling the heater alarm. The tsr asked the hp if when he started he drained out 4500ml. The hp stated yes. The hp stated he normally had a total uf of about 1000ml, and he manual drains 3500ml. The tsr reviewed the therapy settings, therapy log, and uf per cycle. The patient was performing continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd). The total volume was set to 17500ml, the total time was set to nine hours, the fill volume was set to 3000ml, the last fill volume was set to 2500ml, dextrose was set to same, the weight units were set to kilograms, the patient weight was set to 113kg, the number of cycles was set to 5, the initial drain alarm was set to 2000ml, the comfort control was set to 36 degrees celsius, and the last manual drain was set to no. In the therapy log, on (B)(6) 2012, at 21:13, therapy was aborted. The initial drain volume was equal to 2520ml, the recovered initial drain volume was equal to 0ml, the last fill volume was equal to 1459ml, the total volume was equal to 14996ml, the total drain volume was equal to 14816ml, the average dwell time was equal to forty four minutes, the average drain time was equal to thirty eight minutes, the total uf was equal to -179ml, there were no bypasses, no manual drains, and no changes in therapy. The cycle 5 uf equaled 439ml, the cycle 4 uf equaled -655ml, the cycle 3 uf equaled -722ml, the cycle 2 uf equaled 490ml, and the cycle 1 uf equaled 268ml. The tsr recommended the hp contact the registered nurse (rn) about the average drain time equaling thirty eight minutes. The hp stated he did have draining issues. The hp stated the doctor had stated the catheter was off by an inch. The hp stated he may have to change the catheter. The tsr asked the hp the increased intra-peritoneal volume (iipv) troubleshooting questions. The hp stated one time he manually drained 5000ml. This instance; therefore, meets iipv criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp stated he felt fine, but his wife stated his stomach was bloated. The tsr explained if the hp has high drain volumes, the hp should contact the rn or baxter. The tsr recommended the hp use manual bags for the night. The hp asked if they were going to have to do four bags tonight. The tsr recommended the hp contact the rn about how many manual bags to do. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(4) 2012, regarding the reported incident. The nurse stated the patient had a negative ultra filtration. The nurse confirmed the patient had stomach bloating issues but required no medical intervention. The pd nurse made adjustments to the homechoice device and the patient is continuing performing pd therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs could not confirm the reported increased intra-peritoneal volume (iipv); and the issue was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was not determined.a device history review was performed with no exceptions during manufacturing found. Review of service data revealed there is no previous service history for this device, therefore a service history review could not be performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.